Event description:
It was reported that a homechoice (hc) pro machine had an unknown "fault" related to fluid removal from the final bag before the last fill stage of peritoneal dialysis (pd) therapy. The exact step of therapy and whether the patient was connected at the time of the issue are unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.